Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the iliac artery. The 6.0 x 60 mm absolute pro stent was deployed, but after deployment, the stent was noted to be shortened. The target lesion was not fully covered by the stent, so an additional same size absolute pro stent was implanted to fully cover the target lesion. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent shortening. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.